Manufacturer narrative:
On september 24, 2024, the mentor failure analysis lab has received the device for evaluation. On september 30, 2024, mentor receives additional information regarding the event. It was reported that the patient was unhappy with her breast implant and had ptosis of the breast after weight loss. Section h6-health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Reason for device explant and/or reoperation: rupture, breast ptosis, patient dissatisfaction with procedure outcome. On october 02, 2024, mentor received additional information regarding the implant side. It was reported that the patient contralateral side was received ruptured, not the initial reported device. After follow up for clarification, it was reported to mentor that the healthcare provider's office may have had a documentation error on the sides. The impacted device lot number has been updated to 5757903 and serial number to (B)(6) as that is the side that has been received ruptured. Section d has been updated to reflect this information. On october 10, 2024, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the smooth hpg, 375cc breast implant was found to be ruptured, received in four (4) parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old caucasian female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced a rupture on the right side post-operatively, which was diagnosed during surgery. As a result, the patient underwent explantation on (B)(6) 2024, and replaced with a 425cc mentor memorygel breast implant (catalog number 3504251bc).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).